Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead exhibited a high capture threshold. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead has been received and is pending laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. A helix mechanism test was performed and failed due to the presence of blood/body fluid in the helix. Upon cleaning the helix, it was able to extend/retract normally. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead exhibited a high capture threshold. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead has been received and is pending laboratory analysis.